Event description:
During a coronary stent procedure in the native rca, the 8.0 x 24 express2 embolized. Ivus of the entire vessel determined that there were sequential lesions, distal, mid and proximal. There were various degrees of calcium throughout the length of the vessel as well as significant percent cross sectional narrowing at all points noted. The physician pre dilated the lesions distally in the pla and in the mid and proximal portions of the rca. A 2.3 x 24 express2 stent was not able to cross the mid lesion. Using a "buddy wire" the stent was able to cross with little effort. The physician called for a 5.0 x 24 express2 and again in the same location as the first, it was not able to pass to the mid lesion. The physician retrieved the stent into the guide and redilated the lesion site, but the express2 was reintroduced and again not able to pass the mid lesion. The decision was then made to withdraw the stent from the patient. A 6f medtronic launcher in jr4 curve style guiding cahtheter was not coaxially seated and the interaction between the stent and the distal end of the guide was less than optimal. After a few seconds of attempting to pull the stent catheter back, the balloon catheter came out and it was noted that the stent was on the delivery system. The guide and wire were then removed as a single unit, the guide flushed with saline and the wire checked for the stent, the stent had embolized within the patient. An ivus investigation of the rca was completed to try and locate the embolized stent within the rca but it was not located. No other specific attempts were made to determine the location of the embolized stent with fluoroscopy. The vessel was then re-cathed and rewired with fresh guiding catheter and ptca wire. Two medtronic s7 mx zipper stents were placed to treat the remaining stenosis. The sheath was sutured into place and the patient returned to the floor for standard overnight observation to be released the following day. Thoughout this event and the duration of procedure the patient remained stable and had no chest pain and/or discomfort.